Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and water tightness was lost due to a cut on the bending section cover. In addition, evaluation found the distal end was shaved, the adhesive of the bending section cover was detached, the grip was dented, the universal cord was scratched, bending angle in the down direction did not meet standard value due to wear of the angle wire, the image was noisy due to damage to the charged coupled device, and the connecting tube was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the bending section cover of the bronchovideoscope was leaking. The leak was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the coating of the connecting tube was peeling and the distal end was dirty. The report is being submitted due to peeled coating and dirty distal end found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the insertion section coating peeling off could not be concluded, although it can be presumed that the defect was caused due physical stress/chemical stress/storage environment or the like. Based on the results of the investigation, the root cause of the foreign material could not be concluded, although it can presumed that reprocessing could not be completed because of leakage from the a-rubber. The insertion section coating peeling off event can be detected/prevented by handling the device in accordance with the following instructions for use: "preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.". "Important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.". "Reprocessing manual_ general policy: precautions_ warning: this instrument is not durable or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found.". "Storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.". The dirty distal end event can be detected/prevented by handling the device in accordance with the following instructions for use: "reprocessing manual_ cleaning, disinfection and sterilization procedures_ perform the leakage test. Caution:during leakage testing, a continuous series of air bubbles emerging from a location on the endoscope indicates a leak at that location. This means that water will be able to penetrate the inside of the endoscope. If you locate a leak, remove the endoscope from the water and contact olympus.". Olympus will continue to monitor field performance for this device.